Event description:
It was reported that the ilet touch screen was cracked after being bitten by a dog, and the device was replaced with notice that the unit would no longer be watertight. Symptoms included no adverse clinical effects. Outcomes included the user transitioning to backup therapy and receiving a replacement device, with instructions provided for delivery and return. Investigation included complaint intake review and assessment of user-reported physical damage. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with loss of water resistance as a functional consequence. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage.